Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken monopolar yaw pulley at the cautery hook. Broken piece(s) are missing as a result of breakage. Si of missing piece is approximately 766mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument tip broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken pieces are taped onto the instrument. The instrument broke inside the patient and the pieces were removed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken monopolar yaw pulley at the cautery hook. Broken piece(s) are missing as a result of breakage. Si of missing piece is approximately 766mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause of the failure mode broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
Refer to h11 for follow-up information.